Event description:
It was reported that the pt underwent a total hip replacement in 2005 due to a femoral neck fracture. In 16 days later the pt experienced a dislocation. The surgeon reduced without anesthetic, but when the pt flexed the leg to 60 degrees, they again experienced a dislocation. Pt was revised.